Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ (sodium) result was obtained from a non-vitros (biorad) quality control (qc) fluid when run on a vitros 350 chemistry system. The assignable cause is related to a sub-optimal calibration due to calibrator fluids not being reconstituted correctly. Since the re-calibration using the same lot of reagent, calibrator fluids, and erf resolved the issue, a reagent issue is not likely to be a contributing factor. Although a within run precision test to verify the instrument was not completed, there is no indication of an instrument malfunction.

Event description:
A customer obtained a lower than expected vitros na+ (sodium) result from a non-vitros (biorad) quality control (qc) fluid when run on a vitros 350 chemistry system. Non-vitros biorad quality control fluid (lot 47983) na+ result of 138 mmol/l versus an expected result of 166.2 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros na+ result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).